Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion due to high thresholds on the right ventricular (rv) lead. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.